Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had lost power and moisture was observed behind the display. It was reported that there was no damage to the battery compartment or cap and the cap was able to tighten properly onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was observed behind the display and the pump casing was found to have cracked near the top right hand corner of the display. The pump failed to power up and the evaluation was unable to complete the remaining testing. The reported no power issue with moisture ingress was verified in the investigation. A leak test showed a leak where the crack was located. Pump casing was opened and evidence of moisture damage was found on the printed circuit board.